Event description:
It is reported that the patient was revised for an unknown reason.

Manufacturer narrative:
Evaluation summary: review of surgical reports provided indicates surgical technique was followed. X-rays were provided of a/p and m/l views of the left knee. For the a/p view, it does not appear that there are any significant issues with the devices, with regard to component position, osteolysis, etc. Patient factors that may affect the performance of the components such as bone quality, height/weight, activity level, type of activity (low impact vs. High impact) are unknown. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.